Event description:
International affiliate reported that the attending surgeon observed that the device was partially torn as he attempted to remove the device from the pt's tissue. He therfore tried to use of forceps to aid in removal, however the device broke. A portion of the device was retained within the pt's tissue. The pt was transferred to the operating room, administered a lumbar block anesthetic and the device excised. The attending surgeon commented that it was possible he sewed the drain in place using a needle and suture.